Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The thoracic and lumbar probes were damaged during a case. The issue did not result in procedure delay. The issue occurred during navigation. The procedure was completed without aborting navigation or imaging. There was no impact on patient outcome. No further information was available. No complications were reported/anticipated.